Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead had dislodged and was replaced. The condition of the patient before and after the implantation was good.